Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the device. Ran the unit but cannot duplicate the reported problem but noted that the led indicators for internal and external battery were not illuminated. The customer replaced the internal and external batteries and did battery reset procedure. The led for external battery is illuminated but not the internal battery. Unit has only 30 minutes battery. The technical support advised the customer to let the unit charge longer to see if the internal battery led illuminates. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator went dead immediately after unplugging it from ac (alternating current). The customer confirmed that there is no patient involvement associated with this reported event.